Manufacturer narrative:
Added information to h6. Regurgitation is a common manifestation of bioprosthetic valve and valved conduit dysfunction. Common intraoperative factors that may cause or contribute to acute post-procedural regurgitation include device distortion; device interaction with patient anatomy or other devices; leaflet damage, and incorrectly sized valve seated. Non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis may also cause or contribute to acute post-procedural regurgitation. Complaints reported with regurgitation as the primary complaint code are not typically attributed to manufacturing-related nonconformances. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to regurgitation. Therefore, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11. Additional narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported a patient with a 19mm 11400m mitral valve implanted approximately seven (7) months, was found to stenosis. Patient was on coumadin until early (B)(6) 2025 and two weeks later received an echo which demonstrated a gradient of 14mmhg. The surgeon restarted the coumadin and asked the patient to follow up in one (1) month (from (B)(6) 2025).

Event description:
It was reported a patient with a 29mm 11400m mitral valve implanted approximately seven (7) months, was found to have moderate to severe mitral regurgitation with stenosis two weeks after stopping his anticoagulant. Echo demonstrated a gradient of 14mmhg. The surgeon restarted the coumadin and asked the patient to follow up in one (1) month (from (B)(6) 2025). Per medical records, patient presented with symptoms consistent with congestive heart failure. The surgeon stated that "failed prosthesis could be related to an acute event after stopping the coumadin." Recommendation to restart coumadin treatment and repeat echo in one (1) month. If patient continues to have symptoms or echo continues to show deterioration of the valve will plan for percutaneous intervention with tmvr.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported a patient with a 29mm 11400m mitral valve implanted approximately seven (7) months, underwent a valve in valve procedure due to moderate to severe mitral regurgitation with stenosis. Echo demonstrated a gradient of 14mmhg. The surgeon restarted the coumadin and asked the patient to follow up in one (1) month (from (B)(6) 2025). Per medical records, patient presented with symptoms consistent with congestive heart failure. The surgeon stated that "failed prosthesis could be related to an acute event after stopping the coumadin." Recommendation to restart coumadin treatment and repeat echo in one (1) month. If patient continues to have symptoms or echo continues to show deterioration of the valve was planned for percutaneous intervention with tmvr. It was reported tmvr was successfully performed with a 29mm 9755rsl transcatheter valve. Patient is stable.

Manufacturer narrative:
Added information to b2, b5, h6. The device history record (DHR) review was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined.